Event description:
It was reported that a locking titanium adapter did not connect well to the patient connector of a transfer set. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer and an investigation was performed. No problem was found during visual inspection. A connection test and dimensional inspection were performed, and all specifications were met. No problem was found during sample evaluation; therefore, the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.